Event description:
Approximately 2 weeks ago, the patient had a loss of therapeutic effect; the patient no longer felt stimulation. The patient had been getting about 50% relief of her back pain and burning sensation in her toes. Telemetry was attempted, but they were unable to communicate with the implantable neurostimulator (ins). The ins was explanted. There was reported to be no patient injury.